Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. During unpacking of a 3.5mm x 12mm quantum¿ maverick¿ balloon catheter, it was noted that the device was fractured. The procedure was procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. Returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 23.6cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. During unpacking of a 3.5mm x 12mm quantum maverick balloon catheter, it was noted that the device was fractured. The procedure was procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.